Event description:
The customer contacted global technical services (gts) reporting a system error 2367 received following a cycling of the power in an attempt to resolve a display issue on the homechoice (hc). The tsr explained the alarm and a review of the alarm log was a check patient line alarm (cpl). The hp stated that the cpl alarm did not occur tonight as they recalled. The tsr suggested the hp setup with all new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is unavailable. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.